Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the cover over needle was not attached properly and leakage occurred when vacutainer attached to IV start with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: the cover over the needle which inserts into the lab tubes was not on properly and caused a blood spill as soon as the vacutainer was attached to the patient¿s IV start for samples. No harm to patient.

Manufacturer narrative:
Investigation summary: bd received a used sample and photos from the customer facility for investigation. The used sample was not evaluated as it was contaminated; however the photos were evaluated and the customer's indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion; however, the issue relating to sleeve side piercing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use it was discovered that the cover over needle was not attached properly and leakage occurred when vacutainer attached to IV start with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: the cover over the needle which inserts into the lab tubes was not on properly and caused a blood spill as soon as the vacutainer was attached to the patient¿s IV start for samples. No harm to patient.